Event description:
A pt reports that following intraocular lens (iol) implant surgery, the iol was exchanged when the pt reported they felt like there was a hair in their eye. Additional info provided by the surgeon indicates the pt reported they saw a line in their vision that was appropriately positioned to correspond to an observed scratch or line in the iol. The replacement iol was from a different MFR.